Event description:
It was reported that the ventilator had failed on a patient. The ventilator had a blower demand exceeded alarm condition. No patient harm reported.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the initial final test and the initial alarm volume test. A review of the event trace indicates that the "blower demand exceeded alarm" conditions were preceded by alarm conditions that indicate the presence of a significant patient circuit leak. These preceding alarm conditions include "low ve alarm", "low ppeak alarm", "low peep alarm", and "high breath rate alarm" which repeatedly trigger then recover along with the "blower demand exceeded alarm" condition. The presence of a patient circuit leak in excess of the 30lpm leak compensation capabilities of the ptv ventilator can result in continuous peak blower operation while the ventilator attempts to meet the breath requirement settings of the patient.